Manufacturer narrative:
This supplemental report is reporting the evaluation of the device and correcting information submitted on the initial report. Please reference d4 lot#, d4 primary UDI#, and d4 expiration date updated. The customer was contacted for return of the suspect product; however, the product has not been returned for evaluation. The customer provided photographs of the suspect product for further evaluation. We were able to confirm the lot number of the device with the information provided on the photographs. Samples from the same lot were inspected and found to be assembled correctly with no exposed wires found. The photographs strands of hair that covered the foam and were rolled into the gel; however, the investigation is limited without the event electrodes. The photographs also confirmed that both the apex and sternum wires were exposed. However without the event electrodes and the packaging, we are unable to determine cause and whether usability was a factor. This claim will be reopened if the product is returned to zoll for evaluation.

Event description:
The complaintant alleged that "the adhesive on a set of defibrillator pads "rolled" on the pad when the pad was applied/repositioned. Additionally, the pad has exposed wires, and staff were concerned the patient may suffer burns from the wires." Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Please note this event was originally reported under medwatch number 1220908-2025-02320 with the incorrect manufacturing facility identified. This medwatch report was created under the correct manufacturing facility and will replace the previous report 1220908-2025-02320. This product has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.